Event description:
The patient was in the chemotherapy infusion room. The rn had started the etoposide infusion and, after approximately 30 minutes, the patient noted fluid leaking near the filter on the tubing and onto the IV pole and to the floor. The medication was stopped; pt. Assessed & relocated to another bay. The IV medication was returned to the pharmacy & md notified. Per the physician, ok to hold remainder of medication. Small chemo spill cleaned by pharmacy per protocol. There was no harm to the patient. The filter was placed in the yellow chemo biohazardous waste bag and cannot be saved. So, filter will not be returned to the company.